Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(6): the nexsite device was successfully placed on (B)(6) 2016 in this (B)(6) male. On (B)(6) 2016, a possible infection was reported. No action was taken with the study device and no treatment was given. The event resolved on (B)(6) 2016. A second infectious episode was reported on (B)(6) 2016. No action was taken with the study device and vancomycin was given prophylactically. The catheter site was raw, red and tender. Wound cultures were not taken for this event. The device was removed (B)(6) 2016 and the event resolved on the same date.

Event description:
Additional information received from electronic database provider indicated that the patient experienced a blister at the catheter exit site on (B)(6) 2016 for which no treatment was given and resolved on (B)(6) 2016, drainage from the exit site on (B)(6) 2016 which resolved on (B)(6) 2016 following one dose of vancomycin, and an exposed catheter disc on (B)(6) 2016 which was treated with ancef and resulted in device removal and resolution of the event on (B)(6) 2016.